Event description:
It was reported that during preparation prior to a sigmoid colon procedure, with no patient in the operating room, the clutch button of the right controller on the surgeon console had no click feeling. The right controller was replaced to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console. Review of the field service notes indicated that there was no clicking sensation of the clutch button on the right controller of the surgeon console. The right controller was replaced and no problem with the clutch response was observed. Further evaluation of the reported device is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.